Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was a b30 (scope communication error) code and no image displayed due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed scope communication error (e216) and scope error (e237). The issue occurred during reprocessing. There were no reports of patient involvement.